Manufacturer narrative:
During testing it was found the device distal pressure sensor has drifted out of calibration. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the svc ctr with a report of "n185 proximal occlusion alarm at startup in pump 3, distal pressure zero offset is out of range i.e. -2.4 and -3.4 psi respectively in pump 2 and 3." This is not a reportable event. However, during verification testing at the svc ctr it was noted that the device distal pressure sensor calibration had drifted out of tolerance.